Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The hilo motor is drifting down after being raised. The bed was returned to the (B)(4) plant, no evaluation information is available. The item has been scrapped.